Event description:
High pressure was noted six minutes into cardiopulmonary bypass. The act's at the beginning of the procedure were greater than 400 sec. And dropped to less than 250 sec. The pt had bleeding problems in the ICU post operatively.